Event description:
An endurant iis stent graft bifurcate was implanted in the patient for the endovascular treatment of a 60 mm diameter ruptured abdominal aortic aneurysm. The endurant ii stent graft was also implanted to treat a type I endoleak from another manufacturer's stent graft. It was reported that, during the index procedure and after ballooning, the endurant ii stent graft bifurcate was implanted but could not be cannulated. After several minutes of manipulation, the endurant ii stent graft right limb still could not be cannulated. After several angiograms, it was revealed that the right common iliac artery was occluded. The physician elected to implant an aorto-uni-iliac stent graft and extended coverage to the left common iliac artery with two additional stent grafts [16x16x93 and 16x24x156]. The physician then performed a femoral to femoral bypass. The event was resolved. Per the physician, the cause of the occlusion that led to the cannulation difficulty likely occurred due to ballooning. A balloon from another manufacturer likely went through a stent strut of the other manufacturer's stent graft creating a misalignment and occlusion. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.